Manufacturer narrative:
The returned device was evaluated and pod was received fully deployed. An 0x3d, step sensor asserted before wire driven, was observed in the pod data along with timeouts. Corrosion was observed on the linkage assembly and fluid ingress was observed on the mechanism rail. During fluid path testing, a leak was observed. A leak test was performed and confirmed a leak in the fluid path. A tear in the unexposed portion of the soft cannula was found. No other damages or leakages were observed. The tear in the cannula caused the insulin delivery failure and lead to the corrosion observed on the internal components. This leak caused the 0x3d hazard alarm. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7.

Event description:
A patient reports while wearing a pod between 36 and 48 hours their blood glucose level had rose to 260 mg/dl. In addition the patient reports receiving a pod hazard alarm.